Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had an erratic display. The ventilator was not on a patient at the time of the event. The service engineer (se) inspected the device and replaced the gui (graphical user interface) board and inverter boards to correct the issue. The unit passed all testing and operates within the manufacturing specifications.

Manufacturer narrative:
A graphic user interface (gui) printed circuit board (pcb) was returned to covidien/medtronic¿s product analysis. A visual inspection was performed and no notable conditions were found. No errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.